Manufacturer narrative:
UDI#: not available since product serial was not provided. Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. Date of event is unknown/not provided. Serial number: unknown/not provided. Catalog number: a complete catalog number is unknown as serial number was not provided. Expiration date: unknown as serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(6). (B)(4). Device manufacture date: unknown as serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zmb00 intraocular lens (iol) was implanted at another hospital. After implantation, patient experienced unexpected postop refraction. The iol was explanted. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learned that the lens zmb00 was implanted on the (B)(6) 2016. On (B)(6) 2016 the unexpected postop refraction was confirmed at (B)(6) eye clinic and it was reported that the visual acuity (va) far vision was 0.4d (20/50). The zmb00 was explanted on (B)(6) 2016 and replaced with a non-amo lens with +10.0d. The va after replacement: far vision 1.2d (20/17). (B)(6). Gender/sex: female. Date of event: (B)(6) 2016. Implanted: (B)(6) 2016. Explanted: (B)(6) 2016. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site in a zip lock bag. Visual inspection revealed that the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible and the customer's reported complaint could not be verified. Manufacturing records reviews: since the serial number is unknown the manufacturing record evaluation could not be performed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.